Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that three low battery warnings associated with the same battery were recorded on (B)(6) 2014. No evidence of short battery life was observed in the pump¿s black box history. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation using the returned battery cap. The battery compartment was intact; no damage was observed. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no evidence of moisture or loose components was observed inside the pump. The complaint of the short battery life was not able to be duplicated during investigation. No defects were found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.